Manufacturer narrative:
(B)(4). An ecr60d cartridge reload was received for analysis. The cartridge reload was received unfired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # p55c11. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Additional information requested and received? What were the indications for surgery? The left lung lobe adenocarcinoma, chronic obstructive pulmonary disease, pulmonary insufficiency. What was the surgical procedure? Vats assisted left chest adhesion, left upper lung wedge resection, left upper lung resection and lymph node dissection, lung repair during the firing on bronchus, was the force to fire higher or lower than expected? Unknown were staples present in either firing? If so, what was their form? No staple, but when severed pulmonary vein with ecr60w, only blade moved with cut line ,staples malformed with irregular shape. Were clips used in the surgical procedure? No. Please confirm the stapler used for each the gold and white reload. Was it the same device for both? Yes, all were with ec60a. What is the current patient status? Is stable and in hospital . Photographic analysis: two photos were provided. First picture shows a cartridge, from the bottom part, the cartridge appears to be unfired as the one piece sled can be appreciated at the proximal side of the reload. Second picture shows a cartridge over a device , the cartridge appears to be fully fired, as all the drivers are visible. Based on the pictures alone no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported by the affiliate that during an unknown procedure that during the endoscopic surgery, when severed bronchus with ecr60d, after fired, only blade moved with cut line but no staples, which result bronchus leakage. Suture was used to sew the wound. When severed pulmonary vein with ecr60w, after fired, still only blade moved with cut line but no staples, which result patient bleeding. The surgery was changed to open surgery, with transfusion and suture was used to stop the bleeding. The surgery delayed more than one hour. The patient was stable and at hospital now. Another device was used to complete the procedure. One device will be returned. Affiliate (B)(4).